Manufacturer narrative:
The nurse cancelled the service request. No samples were sent for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the screen displays the wrong settings; irrigation instead of phaco. A four hour delay was noted until the staff finally rebooted the system. The system then displayed the correct settings. The pt was on the operating room table with eye drops, and a retrobulbar block. No incision had been made. The pt was given general anesthesia to complete the case. The rest of the cases were completed. No pt injury was reported.